Event description:
On (B)(6) 2012, the patient contacted animas reporting frequent occlusion and loss of prime warnings during bolus and basal deliveries. He also reported that the subject pump's motor sounded a little sluggish during bolus delivery but it sounded ok during prime steps. Her blood glucose levels (bg's) allegedly have been high (350-400 mg/dl) over the last week but with no symptoms. She also reported that her fasting bg is usually 120 mg/dl but since "monday" her fasting bg and during the day has been 200 - 300mg/dl. She attempted to clear the alarms by changing out the infusion site/set/cartridge 8 times over the past few days but the issues persisted. The patient was able to successfully change out her infusion site/set this morning and her bg responded to bolus; her bg is 216 mg/dl. The patient denied any bent or kinked cannula upon removal, no bleeding at site, no scar tissue found. The patient continued to use the pump and has not used injections to correct yet. Animas reviewed the pump with the patient and noted the following: prime history reveals the patient has reprimed tubing several times during the day for past week. Review of history does not show the number of occlusions that patient reported. The patient confirmed that the date/time setting was set correctly and that the bolus and prime histories were accurate. The pump did not cause or contribute to an adverse event. The patient's reported bg results and lack of symptoms do not meet animas' criteria for a serious injury. The frequent alarms are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The pump emitted appropriate warnings and instructions to the user when the occlusion and loss of prime warnings occurred. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. However, this complaint is being reported because the pump allegedly did not record the occlusion alarms in the alarm history. A replacement pump was sent to the patient.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no occlusion alarms recorded in the black box or alarm history on (B)(4) 2012 at 11:30 am. There was a "no delivery", "no prime" warning recorded in the alarm history on (B)(6) 2012 at 11:56 am. #2. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys were responsive to user input. No hypersensitive keys were observed on the keypad. Investigation was unable to duplicate the compliant. No defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.